Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that patient experienced stroke post procedure. It was reported that a versacross connect for faradrive was selected for procedure. The patient had a significant medical history, including impaired renal function with a creatinine level of 1.9 mg/dl and a gfr was 35. A transesophageal echocardiogram (tee) was utilized to facilitate transseptal puncture (tsp). Pre-procedural mapping was performed using a non-boston scientific mapping system and mapping catheter. After aspiration of the sheath, the farawave catheter was advanced. Pulsed field ablation applications were delivered to the posterior wall, anterior wall, roof, and right inferior pulmonary vein, with a total of 44 applications administered. The farawave catheter was subsequently removed. No post-ablation map was performed. Intracardiac echocardiography (ice) was not used to confirm catheter contact; contact assessment was based solely on mapping data. The patient activated clotting time (act) measured 314 seconds initially and 516 seconds on repeat testing. The patient experienced a thrombotic stroke following the procedure and was subsequently admitted to the stroke unit, requiring transfer to a different hospital unit. No specific intervention beyond stroke-unit admission was reported. A pre-procedural clot was not ruled out, although tee was used for transseptal puncture guidance rather than clot assessment. The procedure was performed on an interrupted anticoagulation regimen, with anticoagulation stopped prior to the procedure. Furthermore, the versacross device and farawave were inside the patient body when patient complication begun. The versacross device did not caused issue or malfunctioned but farawave did during the procedure and physician did not believe that transseptal device contributed to the patient complication. There was no issue with transseptal. The patient was hemodynamically stable when complication occurred.